Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support and was able to resume insulin delivery, planned to use alternate insulin method if necessary, and technical support arranged shipment of replacement pump with updated software.